Event description:
It was reported that after a percutaneous transluminal coronary angioplasty, arteriotomy closure of a moderately scarred common femoral artery was attempted using a perclose proglide device. Reportedly, during device insertion, resistance was encountered. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Difficult sheath insertion during device advancement as reported can be influenced by, but is not limited to; manufacturing deficiencies, patient anatomical conditions, and operator deployment techniques. During manufacturing, all proglide devices undergo multiple sheath, knot and suture-related inspections including, but not limited to; sheath subassembly inspection, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. At final inspection, all devices undergo inspections, including but not limited to; verifying that the guide wire slides freely through the sheath, sheath is free of defects, the hydrophilic coating is present, and that knot and suture are not damaged or deformed. A sample of devices from each lot must be successfully functionally deployed as part of lot release testing and samples of sheaths are tested for performance of hydrophilic coating. Reportedly, there was moderate scarring at the groin/access site from previous arteriotomy closure, which may have influenced the product experience, but could not be confirmed. There was no reported information of any abnormal operator deployment technique or reported information that the patient had any of the conditions listed under special patient populations in the proglide device instructions for use. Based on the reported information and the inspection criteria, a definitive cause for difficulty encountered during proglide device sheath insertion could not be determined, however, scar tissue may have been a contributing factor. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot was performed and revealed no previous incidents related to sheath insertion difficulty. All products are subject to an inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.